Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0955-2020. (B)(4). S/w 2.8c. Pump passed displacement test. Pump received with missing serial number label noted. The test reservoir stay locked in place noted.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.